Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt's device "cut off" with subsequent loss of stimulation sensation after going to a walmart store. The pt was able to get a recharger screen with the external recharger unit. It was noted that the pt had not charged in over a month and it was possible that the device was in an overdischarge condition. The pt was at home in fair condition. Add'l info was requested.